Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration on (B)(6) 2015. The implanted device remains.